Event description:
New bottle of ntg needed to be hung. Rn changed primary tubing. Fifteen minutes later, rn called into room. Rn noticed liquid dripping from luer lock onto floor. Crack identified in luer lock. Ntg and heparin y-site connected. IV tubing changed. Puddle cleaned to prevent patient fall. Acm notified of faulty tubing. Antixa ordered for 9pm to follow heparin level. Pa aware.